Event description:
Reporter alleged the lancet needle will not retract in the softclix plus lancet system. No accidental finger-sticks were reported. The location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent.